Event description:
There was an alleged electrical arc from the device, the pt allegedly suffered a burn as a result of this arc. (Info is sketchy due to translation difficulties with reporting organization in france).